Manufacturer narrative:
The product was not returned for evaluation. No imagery was provided for review. A device history (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The ultra delivery system is a newly commercialized device, and control limits therefore have not yet been established. However, review of complaint history from may to july 2019 for the applicable trend category revealed that the occurrence rate was not over the trigger for trend review. The complaint history review from august 2018 to july 2019 revealed similar complaints for the ultra delivery system with device returned. No manufacturing non-conformances were found on the returned devices. Available information suggests that the similar events were related to patient factors (calcification/ tortuosity). A product risk assessment (pra) was previously initiated per management discretion to investigate the ultra delivery system balloon burst/leakage issue and its associated risks. Additionally, a CAPA was previously initiated to continue investigation on ultra balloon burst/leakage and device retrieval issues. The instructions for use (IFU), device preparation and the training were reviewed for instructions or guidance for proper use of the ultra delivery system and no deficiencies were identified. During the manufacturing process, the ultra delivery system is visually inspected and tested several times. During manufacturing the balloon was 100% inspected. During the final inspection, the delivery system underwent 100% inspected by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leakage was unable to be confirmed as the device was not returned and no relevant imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of complaint history, lot history, DHR, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU training manuals revealed no deficiencies. Since no issues were noted during device preparation (i.e. During de-airing) and the delivery system was leak tested prior to lot release, it is unlikely the balloon was damaged out of package. The complaint description states, ¿at the beginning axela was forced to enter into the femoral artery because of calcium¿ and that ¿resistance was felt with delivery system [in the same place as the sheath].¿ the minimum required vessel diameter for a 14 fr esheath with the 23mm sapien 3 ultra valve is 5.5 mm. Per the case notes, the patient had a severely calcified and moderately tortuous anatomy with an undersized access vessel for a 14 fr esheath with minimum luminal diameter of 4.5 mm. ¿[the] ds was needed to take out the valve as it was [stuck].¿ when the valve was deployed, it was noted that ¿with nominal volume, a hole into the proximal shoulder of the balloon was observed during valve deployment¿ which suggests there may have been damage to the balloon at the start of inflation. It is unknown when the damage to the balloon occurred. It is possible that due to the heavy manipulation and force applied during delivery system advancement through the sheath (to overcome insertion difficulty), the balloon was inadvertently damaged. Alternately, patient factors such as calcification in the access vessel can negatively impact the balloon material integrity by interacting with the balloon during device insertion which may have subsequently resulted in the reported damage. While a definite root cause is unable to be determined, available information suggests patient (calcification,tortuosity) and/or procedural factors (high push force through sheath) may have contributed to the complaint event. The complaints were unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Available information supports that the events were likely related to patient/procedural factors. As such, neither a product risk assessment escalation, not corrective or preventative actions are required at this time. However, a pra and a CAPA were previously initiated to capture the investigation of the ultra balloon burst,leakage issue and its associated risks.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 23 mm sapien 3 ultra was implanted in the aortic position via transfemoral approach. During deployment a hole in the proximal shoulder of the balloon was observed and the valve was only partially deployed. The delivery system was removed, and the valve was fully deployed using an edwards 23 mm bav balloon. No patient injuries were reported.